Event description:
It was reported by the customer that during equipment testing the cordless driver high speed bur attachment was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The complaint for heat was not confirmed as the product was not received for evaluation.

Event description:
It was reported by the customer that during equipment testing the cordless driver high speed bur attachment was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.